Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hypoglycemia. The customer's blood glucose level was 40 mg/dl at the time. The customer reported that she received sensor updating/sensor glucose value not available alert. The customer also reported that the insulin pump had received a pump error. She was assisted in troubleshooting and it was reported that the customer was able to clear the alarm as well as able to complete the insulin pump rewind. The self test was passed. She was advised to monitor the insulin pump. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.